Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that there had been five cases of post operative endophthalmitis at a facility. The doctor reported shortly expired balanced salt solution (bss) had been used(solution expired june 2015). Additional information has been requested.